Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device would not fire. Another device was used in which the device partially cut and deployed an inconsistent staple line. A reload was used and the procedure was completed with the same device. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Spring cartridge lockout. Instrument b: batch # f5ul1r, exp date: 03/02/2014; 04/02/2009. Evaluation summary: the analysis showed that the (B)(4) device a was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do no partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the (B)(4) device b was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.